Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial fibrillation (af) resulting in a stored episode with three inappropriate shocks delivered. As the atrial fibrillation (af) continued to be oversensed the rhythm met the criteria for therapy to be delivered. Rhythmcare discussed the cause of the delivered shocks and confirmed there is no reprogramming option to mitigate this behavior. Further intervention will need to be determined by the healthcare professional. This device remains in service. No additional adverse patient effects were reported.